Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 300-500 mg/dl and moderate levels of ketones. Correction boluses were delivered to address the bg levels. A system check was performing using the current supplies and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.